Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed to specification, alongside random manual power ons, up to the (B)(6) 2012. The device failed a self-test due to a low battery on the (B)(6) 2012 and remained in fault mode until the (B)(6) 2012 when an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups under on minute duration on the (B)(6) 2016. Investigation found the reported fault can be attributed to membrane failure. The manual power ups may suggest the device was switching on automatically and the user was intervening by turning the device off via the on/off button. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.